Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (functional failure) has been confirmed. Upon investigation the battery charger charging icon would not lit while charging. The cause for the failure was isolated to a damaged d303 component on the pca board. The battery charger powered on properly and was fully able to recharge a battery pack. There was no device malfunction. The root cause for the defective d303 component could not be positively identified. No adverse event resulted from the damaged charger.